Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned to manufacturer.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was reported to be 240 mg/dl. The customer stated that they had not delivered enough insulin via bolus, prior to going to sleep before the reported event. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.